Event description:
It was reported that this patient's first pump had failed in 2005 or 2006 due to a malfunction of the tubing. A dye study was reported to have been performed in which it reportedly had shown leaking through a "slit in the tubing." The medication had leaked in the patient's body and the patient experienced "side effects", a spinal headache and was reported to have been in and out of the hospital and emergency room due to the pain and suffering. The system was explanted and the patient received a new system. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058207r, implanted: (B)(6) 2001. Product type: catheter. (B)(4).